Event description:
It was reported that the neptune detergent docking station leaked large amounts of fluid to the department below. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Add'l info will be submitted once the quality investigation is completed.